Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was a speaker malfunction with no audible tone on the device. It was reported that no patient was harmed. There was no allegation of an adverse event or any patient or user harm.

Event description:
The customer stated that there was a speaker malfunction with no audible tone on the device. It was reported that no patient was harmed. There was no allegation of an adverse event or any patient or user harm.